Event description:
Device malfunction: premature deployment, hypotube separation. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that the prep procedure went well and according to instructions for a carotid artery stenting procedure. The accunet had already been inserted at the target site. During acculink insertion, the physician attempted to track the acculink stent delivery system (sds) over the accunet wire. The acculink sds became kinked on the accunet wire and would not go over the wire. The stent was found to have been partially deployed and the inner hypotube separated from the support hypotube. At the time of the event the acculink sds reportedly had not yet entered the patient's body. The sds was removed and another acculink was successfully implanted. There was no reported injury and no additional information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible in the shaft and on the handle. There was contrast visible in the shaft. The stent was partially deployed with 8.8mm of the distal end exposed from the distal outer member. There were four bends in the shaft; 14.0 cm, 34.0 cm, 55.0 cm and 84.0 cm distal to the strain relief tubing. There was a kink in the distal outer member 5.3 cm proximal to the distal end of the distal outer member. The inner hypotube was detached from the support hypotube with 1.9cm protruding from the proximal end of the handle luer. There was an appearance of adhesive on the exposed inner hypotube 1.6cm distal to the proximal end. The handle was in the unlocked position. The handle slider was retracted approximately 4.5cm. A guide wire was backloaded onto the catheter and exited the rx notch with minor resistance. Dimensions: total length-145.0 cm; usable length-126.3 cm; distal end of support hypotube to proximal end of rx junction=11mm; distal end of proximal outer member to proximal end of inner member=25mm; distal end of distal sheath to crown of tip=15 mm; distal junction to proximal end of the proximal marker=16 mm; outer diamter (od) of notched hypotube (inner hypotube)=0.02545"; inner diameter of dimension b of luer=.0256". The dimensional measurements were done by manufacturing engineering and quality engineering participated in the investigation of the device. The catheter was sent to scanning electron microscopy (sem) for further analysis. Quality engineering has reviewed the incident information and returned device analysis. Contrary to the reported information, the catheter was returned with blood visible in the shaft and on the handle. There were four bends in the shaft and a kink in the distal outer member. Engineering noticed that the inner hypotube (notched) was protruding from the proximal end of the handle luer and there was appearance of adhesive on the exposed inner hypotube. The handle was in the unlocked position and the slider was retracted approximately 4.5cm, which may indicate that stent deployment was initiated. A guide wire traveled the distal segment of the catheter and exited the rx notch with minor resistance. Although a conclusive root cause has not been identified, the event may be related to a manufacturing error. Consequently, manufacturing and quality/process engineering were notified. Review of the receiving inspection documents for notched hypotube confirmed that the notched hypotube od for the 13 sampled parts was all within specification. The returned device measured at 0.02545, which was near the high end of specification. Also, all 29 luer parts sampled passed the criteria and specification for dimension b (.025"+/- .001"). In addition, the pull values for the notched hypotube to support hypotube adhesive bond and all values in october 2005 were well over the 1.0 lb specification. The value for the lot related to this incident was 35.52 lb. Although, engineering has observed this failure mode (adhesive bond) a conclusive root cause has not been identified. However, when the application of the adhesive is somehow compromised by lack of cleanliness of the inner hypotube surface and the luer dimension b is at the high end of the specification, it is possible that the force exerted during handle retraction for deployment may have caused the inner hypotube to protrude out of the luer. Sem analysis on dimension b ID surface of the luer confirms mechanical damage in this region. The lot history record was reviewed and there were no non-conformities associated with this product lot. The lot# for this incident was manufactured oct. 14, 2005. Manufacturing engineering made the associated operators aware (in nov 2005) of the significance of hypotube cleanliness and will monitor pull values for the pre-procedure. Quality engineering will continue to monitor and discuss this failure mode per procedure. This MDR is considered closed by the quality assurance department.